Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for fluid volume overload, right ventricular failure, acute kidney injury, hypotension, and they had multiple pulsatility index (pi) events. An echocardiogram was performed and the device speed was changed. The issue has not resolved and the patient is ongoing.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm 3) left ventricular assist system (lvas), serial number (B)(6) and the reported right heart failure, hypervolemia, acute kidney injury, and hypotension could not be conclusively determined through this evaluation. The submitted controller event log file contained relevant data from 03-jan-2022 at 15:30:18 until 04-jan-2022 until 15:59:49. Nearly all the captured events were pi events. No atypical alarms were captured and the pump functioning as intended. The cause of the frequent pi events could not be determined. Multiple requests for additional information were sent to the customer but no further information was provided. The patient remains ongoing on vad support and no further issues have been reported. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including right heart failure. This section also explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Section 4, (¿system monitor¿), explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. No further information was provided. The manufacturer is closing the file on this event.